Manufacturer narrative:
(B)(6). One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log noted a "cassette not attached properly" message was recorded. Functional testing included use testing. It was found that the downstream occlusion sensor was faulty. The sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette not attached" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.